Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-physiological sensing and high rate non-sustained tachycardia episodes. In addition, short interval counts (sic) were detected. A fractured lead is suspected. The physician reprogrammed the sensing polarity to tip-coil and the sic increased, therefore the physician programmed the sensing back to bipolar. A lead replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).